Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-may-2024, it was reported that patient faced infusion set leak from site. The set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).